Event description:
The customer reported via phone call that the insulin pump had a blank display that did not come on for 5 hours, alarmed failed battery test, and turned off again. The customer stated that the issue had been going on for a week. The customer did not know the blood glucose reading. The customer did not observe any damage or corrosion at the battery cap or battery compartment. Upon troubleshooting, the display did return. The insulin pump was able to run the self test. The customer was advised that a replacement battery cap would be sent. He also reported that the insulin pump alarmed weak battery and failed battery test. After receiving the new battery cap, he stated that the insulin pump alarmed failed battery test again. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.